Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Lot klh068. Is there any sample available to be returned for evaluation? If yes, please provide a contact name and mailing address to send the shipper kit for return of the sample to be evaluated. There is no sample to provide, customer kept it. Any patient consequence or ae outcome? No ae consequences present. Was the procedure completed successfully? And how? Procedure was successful and I gave an additional sample to complete the procedure.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture strand broke as the surgeon was about half way done closing. He pulled up on it and it snapped. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested.